Event description:
It was reported that water leaked from the foley catheter balloon on the 2nd day of use. Per follow up with ibc via email on 19jan2021 it was unknown whether there was any damage found on the foley catheter balloon.

Manufacturer narrative:
The reported event was confirmed manufacturing related. One sample was confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original package) used two way silicone foley catheter was received. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aqueous methylene blue per 100 ml distilled water), and the solution could be seen going directly into the drainage lumen at the bifurcation indicating the lumen to lumen leakage. A potential root cause for this failure mode could be due to machine based on the analysis it was concluded that the geometry of the core pins caused the lumen to lumen leakage. The device did not meet the specifications and was influenced by the reported failure. The product used for the treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Per investigation a labeling review was not required. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the balloon of the foley catheter on the 2nd day of use.